Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00781, 2017865-2021-00783. It was reported the patient presented with a non-healing wound. Upon further inspection it was observed there was a pocket infection. There was vegetation seen on the leads. The system was explanted. The patient was stable.

Manufacturer narrative:
Analysis was completed. No device problem found.

Manufacturer narrative:
Correction ¿ reportable aware date ¿ the awareness date should have been jan 25, 2021 and not dec 17, 2020.